Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the haptics were broken while implanting. The surgery completed with replacement lens. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9. , h.3. , h.6. And h.11. Corrected information provided in h.6. Correction: on initial MDR the health impact code should have been f26 instead of f1905. The product was returned for analysis and the reported complaint was observed. Iol returned positioned incorrectly in the iol case. Substantial amount of solution is dried on the iol. Both haptics are adhered to the optic edge with solution. The reported broken haptics cannot be confirmed due to condition of the returned sample. The sample was cleaned for further evaluation. One haptic is broken and adhered to the optic edge, the other haptic is intact. The optic is cracked/nicked/chipped-rejectable. We are unable to determine the root cause for the reported complaint "haptics were broken". The iol was subject to handling, the iol was returned with substantial amount of solution dried on it. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).